Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, 99% stenosed, de novo lesion in the left common femoral artery. A ht command 18 guide wire was advanced through a non-abbott guide catheter, and a 5.0x120mm supera stent was implanted in the distal part of the lesion. A 5.5x150mm supera stent was then advanced and deployed; however, during removal of the supera stent delivery system (sds), the stent was removed with the sds. There was no adverse patient effect and no clinically significant delay in the procedure. A new supera stent was implanted to complete the procedure. No additional information was provided.